Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc sk at c5-6 and a pdc vivo at c6-7 on (B)(6) 2025. The patient was found to have a nickel allergy and required the implants to be removed. The implants were both removed on (B)(6) 2025 and the patient was fused at both levels. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation, the calculated p2 value is above the level in the risk documentation and will be updated via cn. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were returned following the removal surgery and will be evaluated by exponent under their approved prodisc c device evaluation protocol. The report will be issued under pdcv-0033 and pdcs-0007. Imaging was provided but no device malfunctions were visible. There were no anomalies identified during the complaint investigation. The reason for the removal was due to the patient's nickel allergy. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with a pdc sk at c5-6 and a pdc vivo at c6-7 on (B)(6) 2025. The patient was found to have a nickel allergy and required the implants to be removed. The implants were both removed on (B)(6) 2025 and the patient was fused at both levels.